Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device power button isn't working sporadically. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Event description:
The customer contacted stryker to report that their device power button isn't working sporadically. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the device and verified the reported issue, observing that both the large and small keypad buttons were working intermittently. The fsr replaced both keypads to resolve the issue. After unrelated repairs were performed, the device passed functional and performance testing and was returned to the customer.